Event description:
A patient on peritoneal dialysis (pd) reported that they are using an antibiotic. Additional follow-up was conducted with two pd nurses familiar with the patient. It was initially stated that the patient was hospitalized on (B)(6) 2021 for pancreatitis (characterized by abdominal pain) which is not related to pd therapy. Reportedly, while hospitalized, the patient was receiving pd treatments with a hospital cycler (details and product unknown) and developed peritonitis. The nurse reported the patient did not any issues with fresenius device, or product in relation to the peritonitis event. The nurse stated the cause of peritonitis is unknown. However, the nurse indicated it was acquired while hospitalized for pancreatitis. Pd culture results are not available and no further details about events surrounding the peritonitis are known. Subsequently, on an unknown date, the patient was discharged continuing pd therapy and antibiotic treatment with cefazolin intra-peritoneal (ip) until (B)(6) 2021. The nurse stated the patient is recovering from the event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical conclusion: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the cause of the patient¿s peritonitis cannot be firmly established. However, it was reported the patient developed peritonitis while hospitalized for pancreatitis. Pancreatitis is a known risk factor for secondary peritonitis which may have been a source of infection in this case.

Event description:
A patient on peritoneal dialysis (pd) reported that they are using an antibiotic. Additional follow-up was conducted with two pd nurses familiar with the patient. It was initially stated that the patient was hospitalized on (B)(6) 2021 for pancreatitis (characterized by abdominal pain) which is not related to pd therapy. Reportedly, while hospitalized, the patient was receiving pd treatments with a hospital cycler (details and product unknown) and developed peritonitis. The nurse reported the patient did not any issues with fresenius device, or product in relation to the peritonitis event. The nurse stated the cause of peritonitis is unknown. However, the nurse indicated it was acquired while hospitalized for pancreatitis. Pd culture results are not available and no further details about events surrounding the peritonitis are known. Subsequently, on an unknown date, the patient was discharged continuing pd therapy and antibiotic treatment with cefazolin intra-peritoneal (ip) until(B)(6) 2021. The nurse stated the patient is recovering from the event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient on peritoneal dialysis (pd) reported that they are using an antibiotic. Additional follow-up was conducted with two pd nurses familiar with the patient. It was initially stated that the patient was hospitalized on (B)(6) 2021 for pancreatitis (characterized by abdominal pain) which is not related to pd therapy. Reportedly, while hospitalized, the patient was receiving pd treatments with a hospital cycler (details and product unknown) and developed peritonitis. The nurse reported the patient did not any issues with fresenius device, or product in relation to the peritonitis event. The nurse stated the cause of peritonitis is unknown. However, the nurse indicated it was acquired while hospitalized for pancreatitis. Pd culture results are not available and no further details about events surrounding the peritonitis are known. Subsequently, on an unknown date, the patient was discharged continuing pd therapy and antibiotic treatment with cefazolin intra-peritoneal (ip) until (B)(6) 2021. The nurse stated the patient is recovering from the event.